Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the external pulse generator (epg) intermittently powered on. The device passed all visual inspection and bench testing with no anomalies observed. The hanger was cracked. Device failed incoming testing on the backlight due to a connector on the main printed circuit board (pcb). Keypad window was scratched. Battery drawer was contaminated. Both wires on the liquid crystal display (lcd) were pinched and the wires exposed. Both output connectors were discolored. A hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.